Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per): - event summary: it is reported that the patient was taken to the surgery on (B)(6), 2016 for a possible acetabular cup articular surface change on right hip side after 5.5 months in-vivo time. Intraoeprative biopsy was positive for infection. All implants were removed. Antibiotic spacer implanted. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - the sterilization certificate confirms that the product was sterilized according to the specifications. Root cause analysis: root cause determination using dfmea: - nonsterile product due to sterile barrier is not sufficient within the sterility garantee => not possible: packaging specification and shelf life rational certify the sufficiency of the sterile barrier. - incorrect sterilization method leads to non sterile head implant due to incorrect sterilization method => not possible: sterilization certificate confirms that the product was sterilized according to the specifications. - non sterile product due to improper handling during surgery due to wrong handling of device due to wrong information => possible: correct handling of the device is not under zimmer biomet control. - unsterile product, damaged product due to inadequate packaging (eg. Temperature, vibration, impact during transport or storage) => not possible: the packaging is validated according to the packaging specification and shelf life rational. - transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use => possible: it is not known whether the device was reused, therefore cannot be excluded. Conclusion summary: it is reported that all the implants along with the biolox ceramic head were removed after 5.5 months in vivo time due to infection. No surgical reports, medical history of the patient received for the investigation. Although, no medical data confirming the infection was available, the sterilization certificate for the biolox head is reviewed and it is confirmed, that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. It can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted. This is a split complaint (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on the right side on (B)(6) 2016. The patient was revised on (B)(6) 2016 due to a positive result for infection. It was stated that the patient was taken to surgery for possible acetabular cup articular surface change. Intraoperative biopsy was positive for infection. All implants removed. Antibiotic spacer implanted.